Manufacturer narrative:
The returned ipg was analyzed which confirmed the ipg to be in the end of service (eos) state. A data log analysis indicated the ipg reached this eos status 4 months and 0.9 days after the initial active programming. The average energy use index (eui) recorded was 55.8, which corresponds to an estimated theoretical battery lifespan of 6 months and 25 days. This indicates that the actual battery lifespan was slightly shorter than the projected range. However, the instructions for use (IFU) indicated that these estimates may not account for any adjustments to stimulation parameters or changes in impedance. Battery life is influenced by stimulation settings and operating conditions.

Event description:
It was reported that the experienced loss of stimulation. It was noted that the patients remote control for their primary cell spinal cord stimulation (scs) implantable pulse generator displayed a message stating stimulator at end of service. The patient underwent a successful ipg battery replacement procedure. The patient was stable postoperatively.

Event description:
It was reported that the experienced loss of stimulation. It was noted that the patients remote control for their primary cell spinal cord stimulation (scs) implantable pulse generator displayed a message stating stimulator at end of service. The patient underwent a successful ipg battery replacement procedure. The patient was stable postoperatively.